Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the u.s, it is considered similar to products that are when taking into account composition and indications for use. The device was not returned for evaluation. A DHR review was conducted with no discrepancies noted.

Event description:
In this event, it was reported that a start-x tip #3 broke during use; no injury resulted.

Manufacturer narrative:
Involved product was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.